Manufacturer narrative:
Unique device identifier UDI : (B)(4). Hakim valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A post-market program reported an occluded abdominal catheter and infection. The patient received a ventriculoperitoneal shunt procedure on (B)(6) 2018 and in (B)(6) 2019, the patient had fever and went to hospital for further treatment. On (B)(6) 2019, the patient received the ventriculoperitoneal shunt adjustment procedure and was found that the abdominal catheter was occluded, and the physician could not place the catheter in abdomen. Then the physician placed the catheter into the external drainage bottle. After the procedure, the patient was confirmed with infection of the enterococcus faecalis and was receiving anti-infective therapy. On (B)(6) 2019, the patient recovered to normal body temperature, the physician removed the external drainage catheter and changed with an ommaya drainage. On (B)(6) 2019, the patient was still receiving the ommaya drainage therapy. On (B)(6) 2019, the patient recovered and discharged from the hospital with her csf was tested without infection.